Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The catheter eeprom payloads were reviewed and a portion of the 10-pin eeprom payload had been overwritten after connection to the ensite x, consistent with the reported event. The magnetic sensor met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the eeprom memory overwrite remains unknown.

Event description:
During the avn ablation procedure, it was noted that tactiflex se catheter was unrecognized when plugged into the se port on the ensite x amplifier. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3008452825-12/14/23-001-r.